Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the catheter could be inflated without difficulty. The catheter was dissected and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "6) insert catheter into the catheter meatus, and advance it until the balloon enters the bladders and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the balloon of the catheter did not inflate when injected with water during pretest, another part of the catheter was inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter did not inflate when injected with water during pretest, another part of the catheter was inflated.